Manufacturer narrative:
(B)(4). The femoral stem component reported under 0001825034-2019-00355. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, the patient experienced subluxation, which was caused by instability due to subsidence of the stem. The femoral head was revised and a head with longer neck length was implanted.

Manufacturer narrative:
(B)(4). Concomitant medical product - stanmore acet cup arcom 28x57 , item 165783, lot 6219530. Therapy date - device implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01255.

Event description:
Study patient (B)(6) had (sub)luxation.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, the patient experienced subluxation, which was caused by instability due to subsidence of the stem. The femoral head was revised and a head with longer neck length was implanted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, the patient experienced subluxation, which was caused by instability due to subsidence of the stem. The femoral head was revised and a head with longer neck length was implanted.

Manufacturer narrative:
(B)(4). X-ray was received and sent for further assessment which states that there is no evidence of loosening, wear, or radiolucency. An accurate measurement of the acetabular cup abduction (lateral inclination) can not be determined on the images submitted but the abduction angle is clearly higher than normal and would theoretically predispose the patient to subluxation/dislocation and instability. No other findings that would contribute to instability or subluxation are seen. The stem subsidence can not be confirmed. This would require comparison with other images demonstrating a change in stem position over time. Reported event was confirmed by review of the x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.